Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving morphine 20 mg/ml at 15 mg per day via an implanted infusion pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had indicated they were not getting enough or ¿proper coverage¿ of pain. The event date was not known to the reporter. As a result, they requested catheter replacement at a normal elective replacement indicator (eri)/end of service (eos) pump replacement surgery that occurred on (B)(6) 2016. The hcp had reported they had not gone up on the dose. The patient reportedly felt like there was something wrong with the catheter, because of a ¿previous episode¿, so the healthcare provider (hcp) replaced the catheter as well. The patient had referenced a ¿previous episode¿ with the catheter; however, the patient had only had one catheter so the rep was unsure what they had meant by that. It was also noted the patient and hcp reports of the event were inconsistent, according to the rep. After the previous catheter was explanted, the hcp checked patency on the back table and the catheter was patent. No further information was provided including the onset of the lack of pain coverage, if there was a confirmed issue with the catheter, what the "previous episode" was referring to, what troubleshooting was performed related to the previous episode, or what actions/interventions might have occurred with the previous episode with the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was noted the issue with the catheter was not confirmed. The onset of the lack of pain coverage was not provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.